Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy would not deflate. Customer reported the issue was discovered prior to patient use.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed the shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. A inflation/deflation test was performed, the returned unit inflated without any restriction however an attempt made to fully deflate the returned unit shows that the tracheal cuff did not fully deflate. Once the stylet wire was removed, the sample was deflated without any issue. The returned unit was inflated / deflated three times without any issue. The most probable root cause is the customer altered the shape of the tubing using the stylet wire and then carried out the cuff test. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that at the time of inspection, during cuff check, the cuff did not deflate. No patient involvement.